Event description:
Report received of overdose, coma etc 2002 - multiple attempts made to investigate and verify report but patient switching physicians multiple times and nature and severity of events could not be confirmed. Explanted devices received in 2003 by manufacturer - with report of explant due to "loss of effect over last months - pt moved from dr. To dr." Follow up in 2003 with new hcp following patient, revealed patient had espisodes of hyperthermia, spasticity and coma. First, the patient had a "disconnected catheter." This was surgically reconnected and then the catheter broke. Catheter replacement was done. Patient doing much better. Their spasticity is better controlled and the episodes have decreased. Hcp states that patient develops hyperthermia with any deviation of lioresal administration.